Manufacturer narrative:
Clarification to device MFR date: november 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported a xen®45 gts event described as "stent broken in needle" during implantation in right eye. Hcp additionally reported, "increased resistance during implantation. 0,5 mm broke off distally and is visible. Xen < 0,5 mm visible. Xen removed and second xen implanted successfully."

Event description:
Healthcare professional (hcp) reported a xen®45 gts event described as "stent broken in needle" during implantation in right eye. Hcp additionally reported, "increased resistance during implantation. 0,5 mm broke off distally and is visible. Xen 0,5 mm visible. Xen removed and second xen implanted successfully."

Manufacturer narrative:
Device analysis: xen 45® gts was subject to visual and functional evaluation in accordance with the attached test plan. No physical damage, debris, and/or anomalies were observed on the returned packaging or device; all visual conditions were met. However, functional evaluation identified resistance during actuation, most notably when the device was in the left bevel position. The stent was not returned so the result of intraoperative breakage could not be verified. Since the slider resistance was felt during device analysis, the device was objective for further evaluation for actuation force test to confirm the complaint condition.